Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. The pt had moderate vessel tortuosity and moderate calcification. The diameter of the proximal non-aneurysmal aortic neck measured 21mm. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 17cm. It is reported that although the use of the sheath was recommended, the physician felt a sheath was not needed. Due to calcification of the left common iliac artery the physician accessed the right common iliac artery. It is reported that the lunderquist wire and the bifurcated stent graft delivery system kinked; however, the physician decided to attempt to deploy the stent graft even with the kinks present. Six rings of the stent graft were deployed when the physician heard a crack and the black ring broke. It was reported that the device was removed from the pt. No back-up device was available at the facility. Another device was obtained from another facility, which delayed the procedure by one hour. The physician used a 22 french sheath to successfully deploy the second bifurcated stent graft. It is reported that the pt is fine and there are no additional clinical sequelae reported relative to this event.